Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. Device had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump sometimes didn't deliver insulin to the body and had been experiencing high blood glucose. Customer's blood glucose was 436 mg/dl. Customer had tried changing sites but the issue continues. Customer treated his high blood glucose with insulin injections. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.